Manufacturer narrative:
The event occurred sometime in 2016. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set still had solution flowing even with the roller clamp was fully closed. It was not specified as to when in the process this occurred. There was no patient involvement. No additional information is available.